Event description:
Patient lp is a female seen in urology clinic for symptoms of stress urinary incontinence. Her past medical history was significant for type ii diabetes, obesity, asthma, hyperlipidemia and allergic rhinitis. Patient underwent uncomplicated placement of "monarc subfascial hammock with tensioning suture" a transobturator sling mesh graft - 2008. Her recovery was uncomplicated and she reported complete resolution of her symptoms of stress urinary incontinence. Approximately 10 months after placement of mesh graft, patient presented to gyn clinic with report of partner's discomfort during intercourse. Pt herself had no complaints, no vaginal discharge and no dyspareunia. On clinical exam, an area of exposed mesh approximately 0.5 x 1.5 cm was noted in the vaginal mucosa, slightly to the right of midline, and behind the symphysis. Although difficult to visualize, the area of exposed mesh was easily palpable. Patient was treated conservatively with vaginal antibiotics and estrogen cream; however, there wa no decrease in the area of exposed mesh. Patient was counseled and options discussed. Case was reviewed with the urology staff. Patient was taken to the operating room and the area of exposed mesh was excised, the edge of the defect dissected and re-approximated with interrupted 4-0 vicryl sutures. Patient is now approximately 3 weeks s/p surgical repair of the erosion, and remains asymptomatic. She has remained continent. Dates of use: 2008 - 2009. Diagnosis or reason for use: stress urinary incontinence.